Event description:
The patient experienced a loss of therapeutic effect or never had therapeutic effect. Symptoms included increased pain across her low back and acute pain in her buttocks. The patient was unsure when the symptoms started; she was in a 5 car accident in 2007. The patient was concerned that the leads may have moved or migrated. The implantable neurostimulator system was checked by the field representative who stated that 'everything is working.' The patient did not agree. The device was not successfully reprogrammed. The hcp had told the patient it was due to aging. A follow-up report will be submitted if additional becomes available.

Manufacturer narrative:
(B) (4).